Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 577 mg/dl. The customer stated that her last set change was two days before the event and that she changes out her infusion set every four days. It was explained to the customer that the infusion sets needed to be changed every two to three days. The customer also stated that the cannula was bent. Programming was correct and that there were low reservoir alarms and many no delivery alarms. Troubleshooting was performed and the insulin pump passed the fixed prime test. Nothing further was stated.